Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device on the cystic duct. The instrument fired the clip but did not open and stayed closed on the duct. The only way that the surgeon managed to fix the situation is to cut the cystic duct on both sides in order to release the instrument. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Jaws the analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. During the next firing sequence a double feed incident occurred; however, it could not be determined what may have caused this condition. The remaining seven clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was not completely visible. The found double feed incident and the indicator failure are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.